Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a low voltage advisory alarm was not confirmed via the log file review. The log file spanned approximately 1 days (B)(6) 2021 per the timestamp). A low voltage alarm was not observed on the log file and may have been overwritten by newer events. No notable alarm was observed on the log file. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 18jan2020. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage advisory. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported intermittent beeping while attached to the mpu (mobile power unit) on (B)(6) 2021. The patient was seen in clinic and mobile power unit (mpu) inspected. No obvious defects noted, self-tested appropriately, no yellow wrench, 14v cable without defect and connectors without any damage to pins or debris. Patient did not see an active alarm on the controller at the time of the event and the last alarm in the controller history showed a low voltage advisory from (B)(6) 2021. The patient reported washing up while attached to mpu. It is unclear if there could have been an electrostatic discharge event. Log file submitted revealed multiple pulsatility index (pi) events occurring throughout the log. Additional information was requested but not provided.